Manufacturer narrative:
Device evaluation summary: device evaluation battery pack (B) (4) has been completed. One battery pack (B) (4) would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was repaired. It was retested and restocked. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this patient. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B) (6) female patient contacted lifecor customer support to report that she was experiencing red flashing lights in the battery charger. A lifecor territory manager (tm) visited the patient which revealed that one of the battery packs has been used for greater than twenty-four hours. Support had the tm replace this battery pack